Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s mother reported the patient's blood glucose level rose to 360 mg/dl (20 mmol/l) while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. The reporter mentioned the event occurred while the patient was sleeping. Additionally, the patient¿s mother mentioned when the pod was removed, the cannula was found bent. There was no mentioned of treatment.